Event description:
This complaint is to report the complete line of malem bedwetting alarms and other products sold in USA exclusively by (B)(4). These children's products violate and fail several child safety requirements including marketing to children without correct age guidelines, absence of lot number, lack of risk assessment and small parts which can cause chocking. These products have mechanical, chemical and other safety concerns, which are out of conformity for marketing products to children without correct age recommendation/guidance. Absence of lot number (lack of traceability). Lack of due diligence regarding an adequate risk-assessment/hazard assessment (as required). Choking hazard for children due to small parts. (B)(4).